Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, while suturing the uterus, the needle and suture were separated. Another suture was used to complete the case. There was no patient injury.